Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the issue was ongoing. An x-ray was recommended to check the patient's lead status and they agreed/planned to do this, but it has yet to be scheduled. The issue of depleting after 5 days was not resolved, and the rep asked the patient to not check the charge level as often. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient met with a rep who thought a new recharge telemetry module should be tried, however the issue was not resolved. The patient noted there may have been slight improvement, but this was barely noticeable. The patient stated a rep checked the ins and noted nothing was wrong. The patient was told by the rep to get a new lithium battery, however it was reviewed that neither the battery nor the recharge telemetry module was the likely cause, a new battery was sent regardless. The patient was redirected to their healthcare provider (hcp). Additional information received stated that the rep met with the patient, and it was reported that the patient uses very low energy settings on their primary group, group c. The programmed parameters were: c1 .6ma 300usec 50hz 8+10 700ohms c2 .5ma 300usec 50hz 10+12 750ohms the rep states the patient may make very minor adjustments from time to time but nothing drastic. The rep states the patient does not use adaptive stim. The tablet shows the patient has used group c 98.9% of the time from nov 5 to dec 4 and has had the ins on 59% in the last 30 days. The patient reports that starting last month, she is having to charge every day due to daily ins depletion. The rep notes that the tablet indicates group c recharge interval should be 27 days. A rough estimate with a different software showed this estimate to be within a reasonable margin. Current recharge stats were reported: average ending 100% average time 25 minutes average interval 7 hours 12/1 0 minutes 100% 12/1 2 minutes 100% 12/1 2 minutes 100% 12/1 2 minutes 100% 12/2 1.3 hours 10-100% with excellent quality 12/3 1.6 hours 10-100% with excellent quality 12/3 2 minutes 100% 12/4 1.2 hours 10-100% with excellent quality the patient stated this issue started when her ins discharged. The patient reported she was once close to a lightning strike and "felt something" but did not correlate this to a change in therapy or ins performance. The rep planned to pull system logs, disable and reenable the ins, and then reprogram the patient with new electrode combinations. It was noted that an intermittent short was possible though unlikely due to the regular occurrence of rapid depletion and impedance readings. There were no reported complications and no further complications were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator for non-malignant pain. It was reported that the patient has had to charge her implantable neurostimulator a lot more than she used to. The implantable neurostimulator no longer lasts overnight like it used to, and it causes her pain because the implantable neurostimulator depletes and does not deliver therapy. The patient now has to charge 2-3 times per day. The patient had the stimulation turned up, but that was a couple of months prior to the report, and this change in charging started on (B)(6) 2019. The patient confirmed that she does not have any issues with charging her implantable neurostimulator using the equipment and was able to connect to recharge with excellent charging quality at the time of the report. The patient has not been recently reprogrammed or switched to a new group and has not needed to increase the parameters. The patient also confirms that she charges the implantable neurostimulator to 100%. There were no falls or trauma associated with this issue. The patient was redirected to her health care professional to have the stimulator checked and to run the recharging statistics. There were no further complications reported.